Manufacturer narrative:
H3: the communicator was returned to the manufacturer for analysis. The communicator failed testing under load regarding push button led on/0/bool/1. Analysis further identified that the micro-usb charge port was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The model, serial number, and implant date of the patient¿s pump were provided.

Manufacturer narrative:
Continuation of d10: product ID th90t02, serial# unknown, product type mobile platform; product ID tm90t0 (communicator). Serial# (B)(6). Product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was initially received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the service code 338 kept appearing despite resetting both handset and communicator. No patient sign or symptom was reported. Replacement product was sent and the issue was resolved as of 2025-sep-22. The patient was in possession of the device and was notified that the product should be returned. A paid return sachel was provided to the patient with a request for return and instructions. Additional information later received from a company representative indicated that no healthcare provider was involved as the implanted device was not impacted.